Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a code 1003, indicative of voltage was too low for projected remaining capacity. The patient was reported to be pacing dependent. Technical services (ts) reviewed the device data and determined the device had approximately 14 days of remaining radio frequency (rf) telemetry availability. Ts advised that remote monitoring remained available and that the pulse generator should continue to function normally during this interval. Ts further explained that, if the device remains implanted beyond radiofrequency disablement, there is a possibility of entering safety mode. Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.